Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the pump was exposed through the skin due to the patient being extremely thin. Explant occurred on (B)(6) 2018 and the parents did not want to continue with the therapy. They only wanted to do oral medication. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all testing in the laboratory. Analysis of the implantable catheter (serial # (B)(4)) identified a slice/cut on the catheter body which was consistent with explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.